Event description:
It was reported the device was leaking. No patient involvement reported.

Manufacturer narrative:
Additional information d4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review (DHR). A product sample was received for evaluation. Visual and functional testing were performed. Printed circuit board (pcb) had light-emitting diode (led) broken off and one of the two fuses were missing. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device was run for several hours with no leaking contrary to the customer complaint. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken.

Event description:
Additional information received via email 11-jan-2022. Event date updated. No patient involvement.